Manufacturer narrative:
The customer¿s report of an incorrect dose was confirmed. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of immune glob (ivig) (drugid 165) through guardrails at 10:16 am on (B)(6) 2019. The user selected confirm to the clinical advisory ¿initiate at 30ml/hr. Double rate hourly to max rate of 120ml/hr as tolerated.¿ the user entered 35gram for the drug amount, which made the dose 35gram. The user entered 350ml for the diluent volume, which made the concentration 0.1gram/ml. The vtbi was 350ml. The user entered 30 minutes for the duration, which made the rate 700ml/hr. The user started the infusion. At 10:39 am, the user paused the infusion. The user then attempted to change the rate to 30ml/hr, however kept changing between ¿rate volume¿ and ¿volume duration¿ and ended up not making any changes. At 10:41 am, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being infused during this period was 234.829ml. The root cause of the customer¿s report of an incorrect dose was identified as due to user programming (custom concentration).no device was returned for investigation.

Event description:
It was reported that the user may have entered the incorrect dose for a patient's infusion. Gamunex-c (immune globulin) 10% - 35gm/350 ml was expected to infuse at 30 ml/hr, however it may have infused at 700 ml/hr. No patient harm occurred. Biomed requested an event log review of device programming.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the user may have entered the incorrect dose for a patient's infusion. Gamunex-c (immune globulin) 10% - 35gm/350 ml was expected to infuse at 30 ml/hr, however it may have infused at 700 ml/hr. No patient harm occurred. Biomed requested an event log review of device programming.